Event description:
The patient reported experiencing elevated blood glucose for the past few weeks. The patient's diabetes nurse adjusted the basal rates on the infusion device and her blood glucose remained elevated. On (B) (6) 2010, her blood glucose elevated to 22 mmol/l (396 mg/dl) and she bolused through the infusion device but her blood glucose remained elevated. On (B) (6) 2010, her blood glucose elevated to 29 mmol/l (522 mg/dl) and she was advised by her nurse to switch to the backup infusion device. The patient's blood glucose returned to normal on (B) (6) 2010. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.